Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type catheter information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6)2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at .25 mg/day) and clonidine (700 mcg/ml at 37 mcg/day) via an implanted pump. It was reported that the patient had a lack of efficacy and when they tried refilling the pump, they got back the entire volume. The patient was taken to surgery, and the catheter appeared twisted by the pump flipping. The hcp could not aspirate through the cap (catheter access port). The hcp cut the catheter; replaced the pump segment of the catheter using a pump segment revision kit; and then had great csf (cerebrospinal fluid) flow. The environmental, external, or patient factor that may have led or contributed to the issue was reported as ¿unknown pump appeared to have flipped¿. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.